Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacturer dates are unknown. Medical device code: (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that one remaining part of the guide catheter was returned, it was stretched, detached and kinked. The other parts of the device were not returned. No specific failure was reported against the device, therefore, no assessment on the confirmation of the complaint can be made. No other problems with the device were noted. Based on the product analysis, it was determined that only one part of the guide catheter was returned, the guide catheter was detached, stretched and kinked. It's possible that this may be related to user manipulation during the procedure and/or some technique applied on the delivery system that could cause an extra tension/friction that ended causing the observed damages to the guide catheter. Therefore, the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was returned. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; guide catheter detached/separated.